Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported seizure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they have experienced a seizure due to having low blood glucose levels. There was no blood glucose levels given and it was unknown how the patient was treated for this issue. Three follow ups were attempted but no new information was provided.